Event description:
User reported false positive result in social media..subsequently tested negative at testing centre. No additional details relating to any follow-up testing were provided.

Manufacturer narrative:
Report required by FDA for eua. Eua #: (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.